Event description:
It was reported that this pacemaker was difficult to interrogate with a communicator and the device was determined to have reverted to safety mode. The health care professional (hcp) stated the patient had pauses and was feeling symptomatic. Additionally, this pacemaker exhibited loss of capture (loc) and pacing inhibition which resulted in six second pauses and patient experiencing syncopal episodes. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was difficult to interrogate with a communicator and the device was determined to have reverted to safety mode. The health care professional (hcp) stated the patient had pauses and was feeling symptomatic. Additionally, this pacemaker exhibited loss of capture (loc) and pacing inhibition which resulted in six second pauses and patient experiencing syncopal episodes. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.